Event description:
On (B)(6) 2013, this pt was implanted with four gore tag thoracic endoprostheses to treat a descending thoracic aneurysm. It was reported, the physician planned to cover the celiac artery; this artery was naturally occluded and receiving retrograde flow from the superior mesenteric artery. During the procedure, the tgu454515 was deployed and moved proximally during deployment approximately 4 cm. There was no serious injury to the pt, the procedure concluded with implanting an additional three ctag devices. The pt tolerated the procedure. On (B)(6) 2013, it was reported, the pt developed left paraplegia, the cause is unk and the physician said the ot did not have a stroke. A neurologist examined the pt and saw a deficiency in t6 and the pt has not motor skills but has regained sensory skills. The physician is taking a wait and watch approach before performing a spinal drain.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore tag endoprosthesis instructions for use state that potential device or procedure related adverse events include neurologic damage, local or systemic (e.g. Stroke, paraplegia, paraparesis).